Manufacturer narrative:
Received one (1) used 146870489 primary plum set for inspection. No damages or anomalies noted. The set was leak tested per product specifications. There was no leakage. The product was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of air in line was not able to be replicated or confirmed.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported the nurse noticed air in the line from drip chamber through IV cassette down to IV (extension set) in arm. She went to check on patient because she knew he would be finishing soon and discovered the IV tubing had air from pump chamber to the extension set of IV. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.